Manufacturer narrative:
(B)(4). Dilatation catheter: 2.5x15mm I-bp22. Stent: 2.5x38 rx xience prime. Other: unspecified intravascular ultrasound catheter. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficulty positioning and withdrawing the devices was not confirmed via returned device analysis. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that throughout the procedure, resistance was felt against a copilot bleedback control valve during advancement and retraction of a non-abbott balloon dilatation catheter (bdc), an intravascular ultrasound (ivus) catheter, a 2.5x38 rx xience prime stent delivery system (sds) and a post-dilatation bdc. The resistance was felt against the shaft, balloon, and stent areas for each corresponding device during use with the copilot. Despite the difficulty with advancement and retraction, the procedure was able to be completed using the same devices, resulting in 0% lesion stenosis, with no adverse patient effects, and without clinically significant delay. No additional information was provided.